Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, a zoll representative went on site to evaluate the report. It was determined that the new weapons detection systems were causing interference with ECG readings. The device will not be returned to zoll medical corporation. The x series operator's guide states: "equipment such as electrocautery or diathermy equipment, rfid readers, electronic article surveillance (eas) systems, or metal detectors that emit strong radio frequency signals can cause electrical interference and distort the ECG signal displayed by the monitor, thereby preventing accurate rhythm analysis. Ensure adequate separation between such emitters, the device, and the patient when performing rhythm analysis." Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace an 88-year-old female patient, the device failed to capture the patient's heart rhythm, located next to the metal detector. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.